Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va12495, implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported they had a painful programming session at the healthcare providers (hcp) office. A new program was created at the appointment. The patient was told that there was an impedance issue and 3 of the 4 wires were not working. Wires, versus electrodes, versus programs were reviewed. The patient left the clinic and got into their car and felt a shocking sensation. They turned stimulation off and contacted their hcp. The hcp told them to turn stimulation back on and decrease stimulation. At the time of the report, stimulation was still off and the patient did not want to turn it back on again. There were no falls or traumas related to the event. The patient would follow up with their hpc. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of va12495 (lead) revealed that the stim lead body conductor was short between circuits. Product analysis #(B)(4): analysis information -- 2017-05-12 19:56:50 cst pli# 10 product ID# 3058 the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Concomitant product(s): information references the main component of the system and other applicable components are : product ID: 3889-28, lot# va12495, implanted: (B)(6)2016, product type: lead. \a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va12495, implanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.